Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding ") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. In 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight fluctuation ("weight fluctuations") and fatigue ("fatigue"). The patient was treated with surgery (underwent a removal of the essure device). Essure was withdrawn. At the time of the report, the pelvic pain, dysmenorrhoea, menstrual disorder, genital haemorrhage, headache, weight fluctuation and fatigue outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea, menstrual disorder, genital haemorrhage, headache, weight fluctuation and fatigue to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and excessive bleeding (seen as genital bleeding). Approximately 5 years and 6 months after insertion, coils were removed. These both events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus), migration of essure device location of device: uterus/cervical area"), device expulsion ("perforation(uterus),migration of essure device location of device: uterus/cervical area") and genital haemorrhage ("excessive bleeding") in a 43-year-old female patient who had essure (batch no. 869746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea") and dysmenorrhoea ("severe abnormal menstrual pain,dysmenorrhea (cramping)"). In october 2012, the patient experienced fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and the first episode of headache ("migraines / headaches"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2016, 4 years 4 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), the second episode of headache ("headaches"), weight fluctuation ("weight fluctuations"), uterine cervical pain ("pain cervix") and abdominal pain lower ("cramping"). The patient was treated with surgery (underwent a removal of the essure device,hysterectomy (full),salpingectomy (bilateral removal of fal) and surgery (underwent a removal of the essure device,hysterectomy (full), salpingectomy (bilateral removal of fal). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, menstrual disorder, the last episode of headache, fatigue, menorrhagia, vaginal haemorrhage, urinary tract disorder, migraine, vaginal discharge, weight increased and uterine cervical pain outcome was unknown and the genital haemorrhage, weight fluctuation, bladder disorder, nausea, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, nausea, urinary tract disorder, uterine cervical pain, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: uterus/cervical area, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, perforation (uterus), weight gain, cervix pain and she did not undergo essure confirmation test were added. Event dysmenorrhea (cramping),weight fluctuation, nausea, abnormal bleeding, dyspareunia and bladder problem was resolved.reporter, patient demographic information, product start date was updated. Product lot number added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and excessive bleeding (seen as genital bleeding). Approximately 5 years and 6 months after insertion, coils were removed. These both events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus),migration of essure device location of device: uterus/cervical area"), device expulsion ("perforation(uterus),migration of essure device location of device: uterus/cervical area") and genital haemorrhage ("excessive bleeding") in a 43-year-old female patient who had essure (batch no. 869746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included vaginal burning sensation, itchy rash, menstruation abnormal and cervical intraepithelial neoplasia I. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea") and dysmenorrhoea ("severe abnormal menstrual pain,dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"), migraine ("migraines / headaches") and the first episode of headache ("migraines / headaches"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2016, 4 years 4 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), the second episode of headache ("headaches"), weight fluctuation ("weight fluctuations"), uterine cervical pain ("pain cervix") and abdominal pain lower ("cramping"). The patient was treated with antibiotics, surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, menstrual disorder, the last episode of headache, fatigue, menorrhagia, vaginal haemorrhage, urinary tract disorder, migraine, vaginal discharge, weight increased and uterine cervical pain outcome was unknown and the genital haemorrhage, weight fluctuation, bladder disorder, nausea, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, nausea, urinary tract disorder, uterine cervical pain, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: following coil deployment 6 coils remained within the uterine cavity on the left and 8 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. On (B)(6) 2016, surgical pathological report: diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy (150 gm), bilateral salpingo-oophorectomy: cervix with low grade squamous intraepithelial lesion (cin1), secretory endometrium with adenomyosis, fallopian tubes with no histopathologic abnormalities. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental